Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during follow up the physician noticed that there was double counting of the t wave after each bp complex due to a very prolonged paced qt interval. All electrical measurements were good and stable and the patient conditions were good. The device was reprogrammed.